Manufacturer narrative:
The investigation into automated impella controller (aic) - purge issue has been completed. The console log revealed another issue: a controller error indicating that the opm communication has stopped while the optical pump is connected. This error had not been reported previously, along with multiple instances of the algs being suspended due to invalid opm signals. The root cause of the controller failure alarm (purge pressure sensor defective was not determined due to the inability to reproduce. The cause of the aic issue was a defective pbm board, mainly the current limiting switch not able to provide the required current for the lamp to remain on. D9 date device returned to manufacturer added.

Manufacturer narrative:
The automated impella controller was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that a ¿controller failure - purge system stopped¿ alarm occurred while changing the purge cassette. The medical care team decided to keep the patient on the automated impella controller and closely monitor. There was no report of harm to the patient.